Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons and scratched up the screen. The customer¿s blood glucose was unknown. Customer stated that buttons press harder to get a response and tilt to read around scratches. Customer also reported that unexplained no delivery alarm, battery life diminished, battery life shut off and had to reset time change and date. Troubleshooting was declined. The insulin pump will not be returned for analysis.